Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair procedure, the fast fix that did not deploy t2. It is unknown how the procedure was completed and if there was a delay, however, no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
D4: lot number and expiration date updated. H4: device manufacture date updated.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A visual inspection revealed the shaft of the device has been bent from manufacturer intend position. T1 and t2 anchors are still attached to the device. The blue split cannula was not returned with the device. The depth tube has been cut. A functional evaluation revealed the t1 anchor could be deployed with pressure applied behind. The actuator could not be moved to deploy t2. A review of the customer provided images reveals that 3 devices appear to have been unused with both anchors still attached to the device. Another image reveals 1 device has been bent with both anchors still attached to the device. A review of the instructions for use found: read these instructions completely prior to use. Delivery instrumentation is required for proper placement of the implants for optimal surgical result. Do not bend delivery needle. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. Internal complaint reference: (B)(4).